Event description:
Staff reported the constellation vitrectomy 27 gauge pack would not prime. They were unable to use the pack and had to open another pack. This was prior to patient contact. The other pack worked properly and the procedure was completed as planned. Manufacturer response for vitrectomy, pack, constellation vitrectomy pack (per site reporter). The device will be returned for failure analysis. Any further correspondence will be shared.